Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure in 2007. According to the complainant, "... [When the physician advanced the trapezoid in the duct], the basket was closed on the lithiasis. At this moment, the distal tip of the basket came off whereas the trapezoid was not attached to the alliance ii." The procedure was completed with a different device (product and manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database identified one additional complaint reported for this lot number, for an unrelated event. (Frayed wires). The november 2007, 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.